Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that prior to use the implantable cardioverter defibrillator (ICD) was interrogated and displayed a "cold strage reading"/low battery voltage reading. The device still displayed a low battery voltage reading after waiting 48 hours and the device had been stored in a cath lab supply room. The device was not utilized and no patient was involved. No patient complications have been reported as a result of this event.